Manufacturer narrative:
The customer reported the events log recorded transducer fault occured, performed transducer tests., turbo diff 364 failed, performed transducer calibration and turb diff press calibration failed at 0 cmh2o. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, low peak inspiratory pressure, motor fault and transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.